Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason. Customer¿s blood glucose level was 134 mg/dl at the time of incident. Customer stated that the transmitter was taken out. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
The initial report had the incorrect information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that they hospitalized due to a massive heart attack.